Event description:
Nine instruments (part # cev605g) were returned to mxi service <(>&<)> repair. There was no allegation of patient injury.

Manufacturer narrative:
Concomitant products: cev605g (lot # 120202, quantity 4) -manufacture date: february 2012; cev605g (lot # 120201, quantity 3) -manufacture date: february 2012; cev605g (lot # 120902, quantity 1) - manufacture date: september 2012. (B)(4). Result code: stress problem. Nine instruments (part # cev605g) were returned to mxi service <(>&<)> repair. Evaluation indicated that the all the return devices has damage on the black plastic skirts. The degree of damage on each instrument is different. The blades on each device are blunt and require sharpening. The damage detected on the plastic skirts is most likely due to abnormal use or an excessive strain of the scissors when removing from trocars. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).